Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, after placing the neuron 070 in the ica, the physician felt resistance while advancing a non-penumbra microcatheter through the neuron 070, and therefore the neuron 070 was removed. Upon removal, it was found that the distal tip of the neuron 070 was extremely ovalized. The procedure was completed using a new non-penumbra catheter and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) was kinked and ovalized throughout the distal shaft and kinked throughout its proximal shaft. Conclusions: evaluation of the returned device confirmed it was kinked and ovalized throughout the distal shaft. This damage may have occurred due to forceful manipulation of the neuron 070 within tortuous patient anatomy or against resistance. This damage likely prevented the microcatheter from being advanced through the neuron 070 during the procedure. The kinks throughout the proximal shaft were likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4).